Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a reported glucose of 315 mg/dl for several hours, confirmed by fingerstick, despite not eating and after changing infusion components approximately twenty minutes prior; the user had meal announced to correct the high and was advised against this practice due to potential pump maladaptation. Symptoms included no reported clinical manifestations. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate correction practices and allowing sufficient time for system response after set changes. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with possible contribution from recent hardware change timing and user-initiated meal announcement for correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.